Event description:
It was reported while using bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, there was a false positive flu a result. There was no report of patient impact.

Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. G.4. Additional PMA/510(k)#: eua# (B)(4). Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b ass (material#: 256088), batch number 3319768. The customer reports 4 false positives for flu a. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No return samples or photographs were received. Quality did not receive samples and therefore, sample analysis could not occur. If samples are received at a later date, the complaint may be reopened. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.